Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Reduced to having my friend remove said tampon [foreign body in reproductive tract] injured-vagina [vulvovaginal injury]. Tampons occupied by an applicator were damaged before use [device physical property issue]. Tampons occupied by an applicator were damaged before use which led me to unfortunately be injured and being reduced to having my friend remove [complication of device removal] products without applicators leading me to insert said tampons with my finger on multiple occasions [wrong technique in device usage process]. Case narrative: consumer reported via email that the tampons were damaged before use which led to injury and required assistance with removal. No serious injury was reported.